Event description:
On (B)(6) 2025, the user¿s caregiver reported receiving both alert 35 (insulin occlusion) and alert 38 (motor stall) since the prior day. The highest recorded blood glucose (bg) was 395 mg/dl. A full supply change was performed, after which the alerts resolved, and insulin delivery resumed. The device provided a high bg alert. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.